Manufacturer narrative:
Summary evaluation: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
An ophthalmic surgeon reported an unexpected refractive outcome following an intraocular lens implant procedure. The target refraction was plano and the postoperative refraction was -2.00+0.25x030. Additional information has been requested.